Event description:
It was reported that a patient presented with micro dislodgement of the right ventricular lead resulting in high capture thresholds. The lead was surgically repositioned on (B)(6) 2024. The patient was stable pre, during, and post procedure.